Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The up button is permanently active due to an external mechanical damage. It is not possible to confirm the triggered e8 error message (power interrupt); due to the permanently activated up button, the other buttons do not respond to commands.

Event description:
Reporter stated the infusion device displayed an e8 power interrupt error and the buttons do not function. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.